Event description:
It was reported that "during the procedure, the loop broke at the resection wire and fell into the patient. Need to retrieve the tip of the loop".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the technical inspection of the claimed electrode, it was discovered that the diameter burnt down to 0.26 mm. The dimension on a new part is 0.35 mm. This reduces the cross section area to around 50 %. Thus the electrode broke. The root cause is wear and tear of the cutting loop. The conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).